Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, insulin delivery was stopped with no known cause. There was no reported adverse impact to the customer¿s blood glucose. Tandem technical support (cts) reviewed the pump history and found no alerts or alarms pertaining to insulin delivery. Reportedly, the customer reloaded the cartridge and resumed insulin therapy to resolve the issue. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.